Event description:
A report was received that the patient had a small skin blister at the trial or cable site upon removing the spinal cord stimulator trial. The physician believed that the blister was a result from the friction applied from the or box bandaged to the patients skin on a normal day to day actions during the trial.

Event description:
A report was received that the patient had a small skin blister at the trial or cable site upon removing the spinal cord stimulator trial. The physician believed that the blister was a result from the friction applied from the or box bandaged to the patients skin on a normal day to day actions during the trial.

Manufacturer narrative:
Additional information was received that the patient was provided with antibacterial cream to treat the skin blisters and was bandaged up. The patient was reportedly doing well. The used device was not returned to bsn as it was discarded by the medical facility.